Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded presenting s-ECG markers. Subsequently, at the beginning of the strip, the s markers were not marked. Boston scientific technical services suspects telemetry issue and made recommendations to the boston scientific representative to have the patient perform a patient initiated interrogations (pii). No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the section b5 describe event or problem for more information regarding the specific circumstances of this event.